Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the eas staples would not form properly or would jam. There was no consequence to the pt. 9/25/96 rep reports an ems was used to complete the procedure.